Event description:
On approx (B)(6) 2011, info was reported to ams regarding an elevate graft implant. The pt experienced pain in the area where the arms of the elevate graft are positioned. Event details were not reported. Add'l info has been requested.

Manufacturer narrative:
Add'l info has been requested regarding this event. If add'l info is received, this event will be re-evaluated and a f/u report will be sent.